Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was found to be keeping time correctly. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 471 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery after the event. The prime test passed. The customer stated that the time on the insulin pump was incorrect. The customer was no longer using the insulin pump at the time of the phone call. Nothing further was reported.